Event description:
It was reported via repair work order that while lowering the cot it gets stuck at the mid position and cannot be fully lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.